Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A (csf) cerebrospinal fluid drainage system had a problem with the clamp failing to shut off. The drain had been in for several days for the purpose of preventing a leak allowing 10cc to drain and then clamping it off. The day the patient was to move to a step down unit the lock was closed but didn't stay closed and the patient overdrained an additional 30mls. The patient experienced severe headaches which required additional medications. He also had to continue his stay in the (ICU) intensive care unit a few additional days. The patient's mental status on the day of this event was that he was awake, alert and oriented. He was not sedated, irritable or agitated. The patient was not en route or moved prior to the event occuring. The drain was removed. Another drain was not placed. The patient did recover.